Manufacturer narrative:
(B)(4). D10: item# 41-406805; lot# unknown. Item# 41-406806; lot# unknown. G2: foreign - event occurred in the netherlands. H6: proposed component code - mechanical (g04) - stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial shoulder arthroplasty, the placement of the stem was unsuccessful. It was noted that it was not possible to insert the stem deeply enough into the humeral shaft. Subsequently, repeated reaming also yielded no improvement. Due to excessive tension, avulsion of the conjoined rotator cuff tendon occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned product/provided pictures identified signs of implantation (dings around the extraction hole and a foreign substance adhered to the porous coat. The product features, where measured, are conforming to print specifications. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.